Event description:
The patient reported a blood glucose level of over 13.9 mmol/l. The patient stated that the pump was pulled out, not delivering insulin properly and the needle was not in the skin. This indicates that the cannula was dislodged. At the time of the event, the pod was worn on the leg between 1 and 4 hours. No treatment information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.